Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h6, problem code, type of investigation, investigation findings, conclusion, h11. Corrected fields: d4, h6 component code. A getinge field service engineer evaluated by troubleshooting and replaced pcm power management board. Fse verified with biomedical technician yuki nape, after unit set overnight, plugging and unplugging several times and extended power cord reel in and out several times to ensure no additional alarming occurred. Cardiosave iabp services completed. Full checkout, calibration, safety and functionality checks completed per the service manual and passed to factory specifications. Returned for clinical service upon completion. No patient involvement. The defective components were received for further investigation. The following was performed by a sr service technician of the maquet failure analysis and testing dept. Wayne, nj. The failure analysis and testing department received power management board with a reported unit failure of unit constant alarming sound at power on. The fat dept. Performed a visual inspection of the part received and the part is in a good condition. The fat department installed the power management board, in the cardiosave test fixture and tested to factory specifications per procedure and cardiosave service manual. The failure analysis and testing dept. Verified the failure reported by the costumer. The power management is defective. Sending the board to the supplier for further analysis per procedure. The following was submitted by a technician of the maquet failure analysis and testing dept. (Fat) wayne, nj: failure analysis received from the supplier for part. They stated: 1. Perform visual check result: no abnormality found 2. Board was re-tested af fct result: failed step 4.9.2.1 bcp, ac/bulk, all off at tp73 3. Perform troubleshooting on the board found q27 defective. Probable root cause fof this part is a manufacturing assembly issue. Retaining the part in the failure analysis and testing department per procedure. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is manufacturing assembly issue.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) unit has alarm issues when plugged in. When unit is plugged into outlet and turned off there is a constant beeping noise. There was no patient involvement.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2. Corrected data: d9 (return to manufacture date), h6(component codes).

Manufacturer narrative:
Updated fields : b4, d10, g1 (contact person ¿ mfg site), g3, g6, h2, h3 h6 ( health effect ¿ clinical code ), h11. Corrected field : h6 ( investigation conclusions).

Event description:
N/a.